Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier:(B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. On visual inspection, it was found that the chain came out of the o2 needle valve. The chain was realigned to resolve the reported issue.

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.